Event description:
The customer reported a system message displayed during set up. The system message stated the footswitch was not available. The system was rebooted a few times. The footswitch cord was switched out. The footswitch was switched out and they were able to proceed with the cases. Ther was no pt involvement, but a delay of 20 minutes was added to the beginning of their day. No pt injury was reported.

Manufacturer narrative:
The customer ordered a new footswitch and cable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).